Manufacturer narrative:
Report source: (B)(6). One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of alarming with no message was not confirmed. Use testing was performed. The device performed as expected. The problem source is unknown.

Event description:
Information was received that the cadd legacy plus pump is alarming with no error message. No reported adverse effects.